Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2016. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system gave a low battery error when attempting to take a post-op spin. The site elected to bring in a c-arm to complete the post-op imaging. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: patient identifier now provided.